Event description:
The ventilator was alarming and stopped ventilating the patient. The rn responded immediately and began bagging the patient. The patient did not desaturate. The respiratory therapy dept responded with a replacement ventilator. No harm to the patient. There have been 4 similar type of events with the puritan bennett ventilators.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 368 mg/dl and 112 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Customer's meter (B) (4) and strip lot 44242 were returned for investigation. The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. One of the reported readings the customer reported was found in the meter's memory.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.